Event description:
A hosp reported that the gas outlet of their rd900aeu neopuff infant resuscitator broke off. No pt consequence was reported.

Manufacturer narrative:
An investigation will be conducted once we receive the complaint device. A follow up report will be provided.